Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent. The device was connected to a test handpeice with difficulty. During mechanical testing, the rotation knob not rotate freely. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing during the analysis the "advance tissue technology not available" screen did show up. This message should not have been displayed according to the device usage information register on the eeprom. No conclusion can be reach on why the message was displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was assembled according to the instructions and the assembly passed the test. After a while, the generator started giving following error messages: "tighten assembly" and "relocate the device and reactivate." The assembly was tightened and after a while the hand piece was changed as well, but it didn't help. The instrument activated sometimes also without pressing the activation button. The instrument was changed to a same like product. After assembly and testing, this product showed the following text in the generator screen: "the advanced technology is not in use for this instrument." The generator was restarted, but the same text appeared on the screen again. The surgery was continued and finished however with the same instrument. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.